Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure wherein everything was removed.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed. Sc-2316-50 (B)(4) evice evaluation indicated that the leads passed all tests performed. Sc-3400-30 (B)(4) device evaluation indicated that the splitters passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure wherein everything was removed.